Event description:
It was reported by the customer that a pyxis medstation es system had a patient has 2 mrn number on the server. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the one patient had 2 mrn number on the server. A technical support specialist found the issue was related on customer end and advised to readmitted the patient with new visit ID to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.